Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (465 mg/dl) and was hospitalized for diabetic ketoacidosis. Customer was treated with intravenous insulin and saline while in the hosp.